Event description:
Plaintiff reports initial bilateral implantation on or about 217/83. Plaintiff alleges various illnesses including, but not limited to, fatigue, joint pain, and swollen lymph nodes.